Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred at 8am on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿43, 501, 108, 259 and 52mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient did not state what medication they take to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time before the alleged product issue occurred they had developed symptoms of ¿dizziness, sweatiness and weak¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that an approved sample site was being used. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.